Manufacturer narrative:
The correction of b5 describe event and problem, h3a device evaluated by mfg and h3b device not eval provide code deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on (B)(6) 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated on (B)(6) 2024 during an emergency laparotomy the bumper detached from the suspension arm and fell into the patient's open abdomen. The event occured during repositioning of the dome by user. There is no impact marks or cracks in the metal part of the cover, and for the covers from other operating rooms no fixing defect was found. To prevent bumper from fall in the future ahesive polyan protection was used. There was no injury reported, however, we decided to report the issue in abundance of caution as bumper falling off on the patient during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on (B)(6), 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated on (B)(6) 2024 during an emergency laparotomy the bumper detached from the suspension arm and fell into the patient's open abdomen. The event occured during repositioning of the dome by user. There is no impact marks or cracks in the metal part of the cover, and for the covers from other operating rooms no fixing defect was found. To prevent bumper from fall in the future adhesive polyan protection was used. There was no injury reported, however, we decided to report the issue in abundance of caution as bumper falling off on the patient during procedure may cause contamination or serious injury. Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: device evaluation anticipated, but not yet begun. Corrected h3b device not eval provide code: none. On (B)(6) 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated on (B)(6) 2024 during an emergency laparotomy the bumper detached from the suspension arm and fell into the patient's open abdomen. The event occured during repositioning of the dome by user. There is no impact marks or cracks in the metal part of the cover, and for the covers from other operating rooms no fixing defect was found. To prevent bumper from fall in the future adhesive polyan protection was used. There was no injury reported, however, we decided to report the issue in abundance of caution as bumper falling off on the patient during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was being used for patient treatment upon the event occurrence. The fall of the bumper is due to repeated collisions or a partial repositioning. Tests performed show that the bumper can fall after several violent collisions with the cupolas especially for the single fork configurations (low ceiling height rooms). This corresponds to an abnormal use. Maquet sas modified the bumper to make it harder and thus increase its tightening onto the suspension arm by reducing its elasticity. However, in specific cases, especially when the ceiling is lower (as for single fork configuration) it can happen that a cupola light hits the bumper during manipulation with a specific angle. For this reason, maquet sas explains how to secure the bumpers with screws in the technical documentation (B)(4) for every single fork configuration. To prevent any similar incident maquet sas recommends: ¿ to avoid collision. ¿ to check the correct positioning of the cover after maintenance or cleaning. ¿ to secure the bumpers with screws. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On 21st august, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated on (B)(6) 2024 during an emergency laparotomy the bumper detached from the suspension arm and fell into the patient's open abdomen. The event occured during repositioning of the dome by user. There is no impact marks or cracks in the metal part of the cover, and for the covers from other operating rooms no fixing defect was found. To prevent bumper from fall in the future ahesive polyan protection was used. There was no injury reported, however, we decided to report the issue in abundance of caution as bumper falling off on the patient during procedure may cause contamination or serious injury.

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. Additional information will be provided following the conclusion of the investigation.